Event description:
A pt complained of a shock during an electrotherapy treatment. The therapist could not recall the pt info or treatment parameters.

Manufacturer narrative:
Awaiting the return and evaluation of the device. An update will be provided once the device evaluation is complete.